Manufacturer narrative:
Section a4: patient weight is unknown. B3- date of event is estimated.

Event description:
It was reported that patient's system was auto reducing and exhibiting high impedances on some lead contacts. Patient also had falls reported. Programming has unable to resolve the issue. As such surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the lead was replaced and reported effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.